Manufacturer narrative:
Continuation of concomitant: 559445 lead implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to increased sensing integrity counter (sic) and high rate non-sustained episodes. Noise and diminished r waves were noted. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.